Event description:
On (B)(6) 2012, the home patient contacted baxter technical services regarding an unrelated alarm and mentioned he had peritonitis. On (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The nurse reported that the patient was diagnosed on (B)(6) 2012 with peritonitis. The patient was not hospitalized for this event. The patient was treated with antibiotics and is recovering. Peritoneal dialysis therapy is still ongoing. The nurse reported th cause of the peritonitis to be poor aseptic technique and was not related to baxter disposables, the homechoice machine or dianeal. The patient has been retrained. No further information was given at this time.

Manufacturer narrative:
(B)(4). Follow up received on (B)(4) 2012 from peritoneal dialysis nurse by global pharmacovigilance. The nurse did not know the specific break in aseptic technique, but she stated that based on the causative organism ((B)(6)) she assumed that the peritonitis resulted from either touch contamination or change in environment (the patient changed the area where he performed his pd therapy). The pdrn stated that she would not be able to determine if the intraperitoneal nutrition (ipn) caused or contributed to the patient's episode of peritonitis. At the time of the report the peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.